Manufacturer narrative:
This report is submitted september 27, 2019. - attachment: [151947 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on september 2, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to improper placement of the electrode array during initial surgery, resulting in poor performance. The patient was reimplanted with another cochlear device during the same surgery.